Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered a false battery performance alert (bpa) due to incorrect implant date. No changes or intervention was performed. There were no patient consequences.